Manufacturer narrative:
(B)(4). Evaluation method: device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic received information that this mechanical valve, implanted almost 30 years, was explanted due to mitral regurgitation resulting from valve closure dysfunction. The patient presented with heart failure and respiratory failure. Echocardiogram revealed the open angle of the valve leaflet was 62 degrees. During the explant procedure, the physician noted pannus inside the valve.